Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas repeatedly displayed alert 32 for delivery motor communication, automatically restarted without user input, and remained non-navigable despite troubleshooting, leading to shipment of a replacement device and return of the original. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included temporary therapy interruption with user instructed to continue cgm use and to reinitiate start-up on the replacement device. Investigation included review of the device history, complaint details, and return logistics for evaluation. Investigation of this device revealed a suspected delivery motor communication malfunction associated with the motor processor communications pathway, consistent with an electronic hardware or firmware fault in the delivery subsystem. It was concluded that the cause was a device malfunction attributable to a delivery motor communication failure.